Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump was explanted because of a motor stall. The pump was used to deliver sufenta 50ul/ml, daily dose of 35ul/day. There was no patient injury, "therapy was ongoing with good result".